Event description:
Supra cs catheter in use to access the cs, coronary sinus, vein. This device was on its second reprocessing by alliance, and was found to have an incorrect curve at the distal end and had to be removed from the patient and replaced with another catheter.